Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". In (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (on (B)(6) 2018 {hysterectomy (full) }). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, tooth disorder, hormone level abnormal, migraine, headache, nausea, fatigue, gastrointestinal disorder, alopecia, visual impairment and neoplasm outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, pelvic pain, tooth disorder and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted as per ppf: insertion date of essure: (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: pelvic/ abdominal, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding, migration, dental problems, hormonal changes, migraine, headaches, nausea, fatigue,gi conditions, hair loss, vision problems, tumors, essure confirmation test(s) conducted: no. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.